Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pcu alarmed no battery installed was not replicated during laboratory testing. However, a probable cause of the reported issue is being attributed to a third-party battery. Internal inspection of the suspect pcu found the battery to be a third-party part. The returned pcu was powered on, in the ¿as received¿ condition. The suspect device successfully loaded the operating system without any errors or malfunctions; the reported code could not be reproduced. The suspect pcu was connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect device was powered on and off fifteen (15) times. In each instance, it loaded the operating system without any errors or malfunctions. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. A review of the pcu error log showed a system malfunction occurred with the error code 120.4510 (power supply processor missing battery failure) was recorded from 11 september 2025, between 1:20 am and 12:56 pm, four (4) times. Review of the pcu event log, on 11 september 2025, at 12:04 pm, the pcu was powered on, the profile in use as identified as ¿critical care¿. A guardrails drugs of norepinephrine was programmed with the following parameters: drug amount of 8mg, diluent of 250ml, dose of 6mcg/min, rate of 11,3ml/h, volume to be infused (vtbi) of 225ml and concentration of 32mcg/ml. Between 12:14 pm and 12:15 pm, the user updated the dose three (3) times. The last update was to 15mcg/min. At 12:19 pm, the pcu alarmed ¿missing battery¿. The pcu was powered off. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported that the pcu alarmed no battery installed during an infusion was not replicated. However, a probable cause of the reported issue is being attributed to a third-party battery. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, a0401, d15, g04037, a1801, g02004, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device had a "red alarm- no battery installed" while infusing norepinephrine. The patient became hypertensive for approximately one (1) minute, as a result. The norepinephrine was ordered to infuse at 6mcg/min as a continuous infusion. The total volume concentration was 8mg/250ml. The customer states "it is unknown how much volume infused during the red alarm when the patient went hypertensive". The norepinephrine was programmed manually using guardrail drug library. In addition, insulin 1/3units/hr and nitroglycerin 1mcg/min was also infusing. There was patient involvement but no patient harm. Per report, the patient had a positive outcome and was discharged to rehab. Customer biomed confirmed the device did have a battery.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device had a "red alarm- no battery installed" while infusing norepinephrine. The patient became hypertensive for approximately one (1) minute, as a result. The norepinephrine was ordered to infuse at 6mcg/min as a continuous infusion. The total volume concentration was 8mg/250ml. The customer states "it is unknown how much volume infused during the red alarm when the patient went hypertensive". The norepinephrine was programmed manually using guardrail drug library. In addition, insulin 1/3units/hr and nitroglycerin 1mcg/min was also infusing. There was patient involvement but no patient harm. Per report, the patient had a positive outcome and was discharged to rehab. Customer biomed confirmed the device did have a battery.